Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime and had to change out reservoir twice. Customer does not recall any significant events leading to the error. Customer's blood glucose was 91 mg/dl at the time of incident. Troubleshooting was done for no delivery and when customer pushed in plunger the insulin did not exit. Customer tried with a new reservoir and it worked. The customer was advised that the device would be replaced and to return the malfunctioning reservoirs for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open / used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out of the catheter tip. No occlusion was noted.